Manufacturer narrative:
Additional information regarding the event and the device were requested, but not provided. If the information becomes available the incident will be further evaluated and an supplemental report will be submitted.

Event description:
Hole in blue extension tubing. Implanted for 3 weeks.